Event description:
A blood center reported to baxter fenwal, that about 1/2 way through a plateletpheresis donation, the donor complained of tingling around the mouth and cramping in the foot. The donor was given tums and saline. The procedure was then completed without issue. The donor left the blood center in good condition.